Manufacturer narrative:
H6: investigation summary three photos were provided to our quality team for investigation. The photos show loose syringes with illegible/smeared print on the bd logo and 3ml area of the barrel. Potential root cause for the smeared print defect is associated with the marking process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. All visual inspections were performed as per requirement with one quality notification related to the complaint defect. Batch 2320421 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 771 of the bd conventional syringe's had insufficient printing of its scale markings. The following information was provided by the initial reporter: verbatim: during processing of batch 2320421 (syringe,ll,3-part,3cc (ext)) 771 syringes with insufficient printing were found out of 24 000 ea. Please find pictures in attachment. An internal investigation was raised at alcon. Could you please start an investigation and provide the tracking number? Please also share the preventive actions to avoid reoccurrence.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that (B)(4) of the bd conventional syringe's had insufficient printing of its scale markings. The following information was provided by the initial reporter: verbatim: during processing of batch 2320421 (syringe,ll,3-part,3cc (ext)) (B)(4). Please find pictures in attachment. An internal investigation was raised at alcon. Could you please start an investigation and provide the tracking number? Please also share the preventive actions to avoid reoccurrence.